Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the front of the bd ultra-fine¿ insulin syringe ruptured before use. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the front of the bd ultra-fine¿ insulin syringe ruptured before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Occurrence: a complaint history check was performed and this is the 1st related complaint for broken barrel on lot # 7163853. Investigation summary: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 7163853. Customer states that the front of the syringe ruptured. The returned syringe was examined and exhibited a piece of the syringe barrel broken off ranging from the 0-8 unit markings. See attached photo. Sample will be forwarded to manufacturing (holdrege) on (B)(6) 2018 for further review. A review of the device history record was completed for batch# 7163853. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time probable root cause was noted to be the barrel likely being broken in the prep dial prior to assembly, which accounts for the lack of damage to the needle assembly.

Event description:
It was reported that the front of the bd ultra-fine¿ insulin syringe ruptured before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.